Manufacturer narrative:
(B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 3/7/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control result is due to improper storage: strips left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with tests results from control results obtained of 59 and 57 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called in regards getting high control results. Customer feels well at the time of call and is not having any symptoms regarding his diabetes. Performed 2 control test with customer while on the phone and the 2 results were out of range.